Manufacturer narrative:
Due to characterization limit e1: (B)(6). It was reported that during use, the cs100 intra aortic balloon pump (iabp) was unable to detect ECG signals. The staff replaced the device and continued treatment without causing any injuries to patient. A getinge field service engineer (fse) evaluated the unit and the device's ECG cable functioned normally, showing no signs of damage. It functioned normally when connected to a signal generator. All functional tests were conducted according to factory specifications, and the test results met all requirements. The device was released for customer use.

Event description:
It was reported that in cs100 intra aortic balloon pump, the unit was not detecting the ECG signal during use, and the unit switched, there was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: g4.